Event description:
The customer contacted physio-control to report that their device was unable to detect the defibrillation electrodes through their defibrillation therapy cable. As a result, defibrillation therapy may not be available to a patient if needed. There was no patient use associated with this event.

Manufacturer narrative:
Physio-control further evaluated the removed defibrillation therapy cable assembly and observed physical damage on the device connector strain relief. An x-ray of the cable confirmed that the cause of the reported issue was due to broken wires at the strain relief location.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported issue. Physio replaced the defibrillation therapy cable assembly, and then after other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was then returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device was unable to detect the defibrillation electrodes through their defibrillation therapy cable. As a result, defibrillation therapy may not be available to a patient if needed. There was no patient use associated with this event.